Event description:
Lumbar catheter 46 cm w/ touhy needle inserted per neurosurgeon at l3-4. Upon pulling the needle put it could not drain & upon trying to remove catheter it broke. Patient taken to or for exploration of l3-4 interlaminar space & removal of catheter. Attempted toplace 2nd catheter - it also would not functiondevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.